Event description:
Patient called patient services on (B)(6) 2012 and stated his lead is shocking him. This rv lead was implanted on (B)(6) 2005. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).